Event description:
It was reported that when the programmer is turned on, it "has to do a reboot" for 30 seconds." There is also a piece of floppy disk stuck in the disk drive. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reboot issue, but analysis did confirm the floppy disk issue, the drive has been damaged and was not functional. As a result the floppy drive was replaced.